Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that per the patient's family, the patient fell at home on (B)(6) 2024. They developed symptoms including vomiting and change in level on consciousness. The patient was sent to the emergency room (ER) on (B)(6) 2024 and underwent an urgent craniotomy decompression surgery. Their international normalized ratio (inr) was 1.8 seconds, and their left ventricular assist device (lvad) flow was 4.0 liters per minute (lpm) in the ER. A brain computed tomography (CT) showed multiple hemorrhages in the brain. Massive hemorrhaging was noted in the occipital lobe. The patient was conscious, and their muscle power returned after surgery. The patient's anticoagulation was stopped and their lvad function and vital signs would be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), (B)(6), and the reported fall and brain bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was stable after craniotomy decompression surgery. There were no signs of bleeding. They were to stay in the warn to keep observing their international normalized ratio (inr) levels and discharge preparation. The device could not be excluded as a reason for the fall.